Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred with the artis zee biplane system. The user reported that bolts became loose and the main arm rotation of the display ceiling suspension (dcs) has been limited. A gap can be seen between the dcs assembly and main arm bearing. There is no report of impact to the state of health of any patient or user involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation identified an unintentional drifting / blockade of the extended dcs. It is considered by technical experts that the drifting / blockade was caused by a shift of the center of mass. The gap between the bearing and the carriage is larger than expected and canted in a way that the original leveling is not enough anymore to hold the dcs in place. The dcs is mounted on the ceiling rails, these rails are aligned and fixed to the hospital construction. When the dcs is suspended in the rails the dcs will be leveled according to the center of mass. In this case, it was determined that the error was caused by a defect in the bearing itself. The system was repaired by a siemens service engineer and returned to normal operation. The manufacturer is not considering further actions resulting from this event as the affected bearing has been exchanged and a systematic error has not been identified.